Manufacturer narrative:
Alleged failure: s turned off when surgeon went to turn on ls toggle from ch. I restarted l10 and stated e10 error message. Room could smell burning/smoke smell. It would not load to home screen- only e10 screen. No light to scope. The failure(s) identified in the investigation is consistent with the complaint record. Probable root cause are two bad components on the main board. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The device manufacture date is not known. (B)(4).

Event description:
It was reported that the light source sparked. Procedure as completed successfully.